Event description:
It was reported that a cgm error 42 occurred. There was no reported impact to the customer's blood glucose level. The caller received guidance from cts on completing a pump reset, and after performing the reset, the error code no longer appeared, allowing the caller to successfully start their sensor session.